Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported conditions for this incident were that during a procedure the seal was disengaged and a component disengaged into the cavity, it was retrieved. A photo was received depicting what appeared to be a flapper valve seal disengaged into the cavity. The returned sample as received and was found not to meet specifications after application in the clinical setting, and due to the disengaged flapper valve, the reported conditions were confirmed. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
Procedure: inguinal hernia repair. According to the reporter: when putting the device through the trocar, the seal came off the trocar and fell into the cavity. The seal was wrapped around the mesh. It had to be cut out of the mesh to be removed from the cavity. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).